Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.20 ng/ml on a pt who was presented to the ER with stomach pain. See scanned table. The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).